Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a bent cannula and that the customer experienced high blood glucose of 472mg/dl. The customer was assisted with bent sensor troubleshooting. Customer's blood glucose at the time of the call was 169mg/dl. Customer stated that the sensor was four days old. Customer was advised best practices for sensor site preparation and insertion techniques. Customer declined troubleshooting for high blood readings. The product will not be returned for analysis.